Event description:
A middle aged male patient was transferred from the emergency department with an arterial occlusion of the left lower extremity after a 4 day inpatient stay for ulcerative colitis with rectal bleeding. The patient underwent a thrombectomy, angioplasty and stenting of the arteries in the left lower extremity and was then admitted to the surgical recover wing. He returned to the operating room the next day for additional vascular surgery to his left lower extremity. A few days later, the patient started to complain of right flank pain. He was on a hydromorphone pca with a continuous background rate. He was given addition medications, such as morphine, norco, and ativan. The patient was less responsive during the day. The nurse called the provider at 1722 and the pca was discontinued. At the change of shift, the oncoming nurse identified that the patient was obtunded, only responsive to noxious stimuli. Narcan was given at 1952. A rapid response was called. Another dose of narcan was given and a drip was started. The patient was transferred to the ICU. He then developed a facial droop, right gaze preference, and left sided weakness. It was initially suspected that he had a stroke but it was found to be hemorrhagic shock due to a large subcapsular right renal hemorrhage as well as a hemorrhage near the right psoas muscle. The heparin drip was discontinued and he was volume resuscitated with blood and IV fluids. A temporary dialysis catheter was placed a few days later and the patient received almost daily dialysis in the ICU. He had issues with hypotension during dialysis treatment, hindering his tolerance to be repositioned and increasing vasopressor requirements. The next day, nursing noted a pressure ulcer on the medial upper lip. The patient was fluid overloaded with 12 liters of fluid which contributed to facial edema. The endotracheal tube (ett) tube was re-taped the next day and later that day, the patient was extubated. He developed respiratory distress and was re-intubated a day later. Two days after that, the patient was first seen by the wound ostomy team for an suspected deep-tissue injury of the upper lip where the ett holder was in place. The affected area was inside the upper lip and on the outside, extending to the nose. The patient self-extubated himself the next day and remained on bipap and vasopressors. He had been incontinent of stool twice a day but developed diarrhea and was incontinent of stool a multiple times a day until four days later at which time he was noted to have a stage ii pressure ulcer on his coccyx. His upper lip was improving but now unstageable with the presence of black eschar. Recommendations were made to involve plastic surgery to review the lip ulcer. The patient required a left below the knee amputation a week later. After the amputation, the wound ostomy documented an unstageable pressure ulcer on the patient's coccyx. The patient had some cardiac issues with elevated troponin at various times throughout his stay. During the last week of his admission, he was refusing a further cardiac follow-up, specifically a cardiac mibi. The patient was transferred back to the surgical recovery wing a week later and discharged to acute rehab a week after that, alert and oriented times three with both the coccyx and lip ulcers unstageable and no further needs for dialysis.